Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout. The customer blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return of the insulin pump. Customer stated that they were unable to clear the alarms. The customer was advised to revert to the back-up plan. The device will not be returned for analysis.